Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, the customer replaced the unit main electronics. Vyaire advised the customer to replace the blower and perform calibration test, verification and send the logfiles and base unit test for evaluation. Investigation result: logfile analysis shows that the alarm 316 - "blower failure" triggered during start-up self-test. Alarm 401 - "inspiration valve or device leaky" triggered as consequence with error 4 as reason (blower pressure too low or not stable). It is visible in the screenshots that "voltage check" blower is okay, while the blower rpm remains at zero. The root cause was determined due to defective moog blower unit.

Event description:
It was reported to vyaire medical that the bellvista1000 had 401 - inspiration valve or device leaky. After blower replacement, tf alarm 316 - blower failure occur. Furthermore, there was no patient associated with the event.